Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to suspected premature battery depletion after being implanted 48.7 months. There were no reports of adverse patient effects.